Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing nausea while working from home. The patient¿s cgm was reading 46 mg/dl. No bg meter comparison was done at this time. The patient drove himself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 410 mg/dl. No cgm comparison provided at this time. The patient was treated in the ER with IV insulin. Once stabilized, the patient was discharged home (less than 24 hours in ER). The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.